Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Distributor cannot return for evaluation.

Event description:
It was reported by the distributor that during the closure of the bone flap, the screw slipped several times before surgeon could completely drive in the screw in. There was no significant delay or patient harm reported.